Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message from the adc freestyle libre 2 sensor and was therefore unable to monitor her glucose levels. The customer experienced a loss of consciousness and was treated with baqsimi nasal spray by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on extended investigation. Section d3 (email) and section g1 have also been updated to reflect current contact information. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error message from the adc freestyle libre 2 sensor and was therefore unable to monitor her glucose levels. The customer experienced a loss of consciousness and was treated with baqsimi nasal spray by a third-party. There was no report of death or permanent injury associated with this event.